Manufacturer narrative:
(B)(4). Follow-up will be filed if add'l info becomes available.

Event description:
It was reported that the catheter was being placed into the pt's left subclavian in the ICU. The introducer was inserted and the wire was threaded into place without incident. When the physician attempted to remove the introducer needle, the wire and needle became "jammed". He was not able to remove the needle nor advance the wire. At which time, both the wire and needle were removed as one and a new kit was opened and placed successfully for the pt. There was a delay in treatment, no pt death, and the pt suffered a pneumothorax. The pneumothorax was resolved with the insertion of a chest tube.